Manufacturer narrative:
The product has been received for eval; however, eval is not yet complete. A follow-up medwatch report will be submitted.

Event description:
Received info stating customer received a low bg alert. The alert could not be cleared and bolus could not be delivered for treatment of high blood glucose level.